Event description:
It was reported, that a stent could not cross the lesion. The 90% stenosed, target lesion was located in the moderately calcified and moderately tortuous internal carotid artery (ica). A 32 x 3.00 promus premier select stent was advanced, but could not pass the lesion. The device was removed from the patient. No patient complications were reported. However, the device returned and analysis revealed stent damage.

Manufacturer narrative:
Correction to h6 evaluation conclusion code: initially reported as 'adverse event related to procedure'. Corrected to 'adverse event related to patient condition'. Evaluated by MFR.: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the crimped stent found, evidence of damage with the mid-region of the stent struts stretched. The undamaged crimped stent od (outer diameter) was measured using snap gauge. And the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube, found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen, found no issues. An examination (visual and via scope) found issues with the tip. The product mandrel had its pigtail pushed into the tip of the device, causing stretching in the distal end of the tip. No other device issues were noted, during analysis.

Manufacturer narrative:
Evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the crimped stent found evidence of damage with the mid-region of the stent struts stretched. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found issues with the tip. The product mandrel had its pigtail pushed into the tip of the device causing stretching in the distal end of the tip. No other device issues were noted during analysis.

Event description:
It was reported that a stent could not cross the lesion. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous internal carotid artery (ica). A 32 x 3.00 promus premier select stent was advanced, but could not pass the lesion. The device was removed from the patient. No patient complications were reported. However, the device returned and analysis revealed stent damage.